Event description:
The customer contact reported a tubing separation, subsequent leak of a chemotherapeutic agent. Prior to patient use, while priming the tubing set with gemcitabine, the tubing separated from the option-lok male adapter. The spill was cleaned up according to the facility's protocol. The tubing set was replaced and the therapy was initiated. There were no reported adverse effects to the patient or clinician. Though requested, no additional information was provided.